Event description:
It was reported the customer was experiencing low blood glucose. Customer also reported being hospitalized for low blood glucose. The customer's blood glucose at the time of admission was unknown. The cause of the customer's hospitalization was also unknown. Customer stated they would experience low blood glucose during the night. Troubleshooting did not find any issues with the customer's insulin pump. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.